Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was hot to touch. It was also reported that they smelled smoke coming from the remote monitor. The remote monitor was rebooted, and unplugged and put in a safe place. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24950j, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.